Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary: according to the information provided, it was reported that "the 5.5 mm anchor in question for bridging could not be fixed and came loose. Then, the 6.5 mm anchor in question was inserted into the same burr hole. However, the burr hole became slightly larger, and the 6.5 mm anchor in question could not be fixed and came loose again. The anchor was inserted into another location that seemed to have good bone quality, and the rotator cuff was repaired" the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (191l579), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in japan that during an arthroscopic rotator cuff repair (arcr) procedure performed on (B)(6) 2024, the 5.5 healix advance kntls br anchor device used for bridging could not be fixed and came loose. It was reported that the burr hole became slightly larger, and a 6.5 healix advance kntls br anchor device could not be fixed and came loose again. It was reported that the anchor was inserted into another location that seemed to have good bone quality and the rotator cuff was successfully repaired. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This is report 2 of 2 for the same event in (B)(4).